Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 145 mg/dl.